Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. On march 1, 2010, the lay-user /pt contacted lifescan (lfs) alleging that the lancet holder on the one touch lancing device is damaged. After the product issue began two weeks ago, the pt reportedly stopped testing his blood glucose. Last friday, the pt had symptoms described as "dizzy and sleepy." The pt's doctor advised him to test his blood glucose using just the lancet. The pt tested "high" on the lfs meter and received IV treatment at the emergency room. During troubleshooting, the customer care advocate noted that there was no product misuse. This complaint is being reported because the pt claimed he received medical intervention that can be suggestive with hyperglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.